Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient contacted the vad coordinator on (B)(6) 2015 due to his international normalized ratio (inr) being 3.3. The patient stated that his face felt funny, and when his wife looked at his face she said it looked funny. The patient was instructed to go to the emergency department. Upon arrival, the patient had a facial droop but otherwise was doing well. The patient was admitted into the hospital and continued to do well with no further issues. The patient status and inr values were monitored. On (B)(6) 2015, the patient was discharged to home.

Manufacturer narrative:
Approximate age of device ¿ 4 months.the pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. H3 other text : placeholder

Manufacturer narrative:
The pump remains in use supporting the patient, and no further issues have been reported. A direct correlation between the device and the reported event could not be determined; however, the instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.